Event description:
It was reported that a large volume infusor stopped flowing. This occurred during patient infusion of fluorouracil. The reporter stated that 75% of the solution to be delivered remained within the device. It was further reported that there were no signs of kinks in the tubing, and that nurses checked the port and found no issues with it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between 05/16/2013 - 05/17/2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.